Manufacturer narrative:
(B)(4) initial report: device details, pt medical history, post primary and pre-revision x-rays, explant and reason for revision have been requested in order to progress with the investigation. Device mfg records cannot be reviewed at present as data has not been provided for either the femoral head or acetabular cup components. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
Cormet partial revision of head and cup after 6 years 7 months due to armd.